Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:1627487-2022-03002. It was reported the patient experienced ineffective therapy. Reprogramming did not resolve the issue. Lead diagnostics indicated high impedances on multiple lead contacts. In turn, surgical intervention occurred wherein the lead was explanted and replaced to address the issue.